Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right side of the programmer touchscreen was unable to work. It was attempted to calibrate the stylus three times however the issue persisted. It was also reported that the analyzer had a bad contact and required repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was partly able to confirm the customer comment that the right side of the programmer touchscreen was unable to work. There was a misalignment of the stylus and cursor position on the screen and the screen was able to be calibrated. It was noted that the stylus was missing, the left keyboard hinge was broken, the handle required an update and there was an error found in the software history. All found defective parts were replaced and all other identified issues were resolved. Reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.